Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium for a mitraclip procedure. The xtw mitraclip was prepared and implanted as per instructions for use (IFU). Plus knob was added due to an aorta hugger. The clip opened approximately 10 degrees post deployment. The clip appeared stable and satisfactory leaflet insertion was confirmed. Residual mr was noted lateral to the clip, and it was decided by the heart team that the result was satisfactory. The procedure was competed with acute procedural success, and the mr was reduced to grade 2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.